Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
The scrub nurse reported via the customer that when the surgeon requested the implant, the staff reported there were no centralisers in the box. Customer reported that replacement implant was used to complete the surgery and no adverse consequences or delays to surgery were reported. Customer reported that the implant was opened in theatre in the usual way i.e the runner opened the box and removed the package, opened the first sterile layer and dropped the inside pack into the scrub nurse's hands (or onto the instrument trolley). Customer added that the scrub nurse then opened the final layer, removed the implant, discarded all the foam buffers and then noticed that the centralisers were missing. Customer further reported that the implant was put to one side (still in the aseptic area) and a fresh implant was opened and the operation proceeded as normal.